Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Urostomy patient reports that wear time of this lot number was only a few hours, so this morning she was removing the last one of the five. Apart of the reduced wear time she said that the color of mass was brighter. But most important end-user says that with starting to apply this lot number she experienced a prickling of tongue and lips, tongue reddened, lips slightly swollen, nose slightly swollen. This morning she applied another lot number and immediately these symptoms got better and nearly had disappeared. It was reported that when she consulted her physician in the morning, he advised to no longer use this lot number and to inform convatec. No medical treatment provided. End-user says that she is not taking any medicine, is not eating citrus fruits, has no known pollen allergy, is not using any special product like adhesive remover, and only uses water for cleansing.